Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one medtronic endeavor sprint stent was implanted into the lad vessel. Device was successful. Approximately 45 months post index procedure the patient died due to aggravated heart failure. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.